Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery (left side) due to periprosthetic fracture with subsidence. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by review of the op notes. Op notes state that the patient was revised due to periprosthetic femoral fracture. X-ray also confirmed the fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. With the provided information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.